Manufacturer narrative:
Concomitant medical products: product ID: 97702, serial# (B)(4), product type: implantable neurostimulator. Product ID: 97702, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3888-56, lot# 0204187520, product type: lead. Refer to manufactures report number 3004209178-2016-13798 for other device.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that high impedances were measured when the implantable neurostimulator (ins) was interrogated on (B)(6) 2016. Impedances were measured to be greater than 10,000 ohms on electrodes 1 and 3. The patient had high impedance with their previous system without stimulation being affected. After the implantable neurostimulator (ins) was replaced, the high impedances remained, but stimulation was not affected. The patient did not experience any symptoms. No actions were taken. The outcome was unresolved with no further action planned. The etiology was possibly related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37083, serial/lot #: (B)(4), product ID: 3888-56, serial/lot #: (B)(4), ubd: 26-sep-2012, UDI#: (B)(4). Please note, conclusion code 92 no longer applies to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the clinical site via a manufacturer representative (rep). It was reported that the patient's ins was explanted and replaced because of normal battery depletion and impedance values not in range. Patient medical history was reported. The patient's pain type was neuropathic, due to injury to the tissue of the nervous system. The primary indication was traumatic nerve injury with a year of onset of 2009. The patient did not have back and/or leg pain; the primary location of the pain was in the head/neck. The firstdevice for this indication was an ins that was first implanted on (B)(6) 2010. The patient was alive with no injury. Additional information was received from the rep. It was reported that high impedance was already observed with the previous system implant without affecting stimulation. After replacement of the stimulator, impedance remained high during the procedure but the stimulation was still effective; therefore, no action would be taken. No symptoms were experienced by the patient. The cause of the out of range impedance was not reported. It was noted that this information was confirmed with the physician/account. Additional information was received from the clinical site. It was reported that during interrogation the high impedance was still present, and therefore it was expected that the high impedance was located in the leads or extension. Refer to MFR report # 3004209178-2016-13798 for the report of high impedance that occurred with the ins that was implanted from (B)(6) 2016 to (B)(6) 2019. Refer to MFR report # 3004209178-2019-24346 for the report of high impedance that occurred with the ins implanted on (B)(6) 2019.